Event description:
Device malfunction: none. Symptoms/ae: multi-sys failure, hypotension, cardiogenic shock and death. Time of symptoms/ae: during and after the carotid procedure in 2007. It was reported the pt underwent successful carotid stent placement pre-CABG which had been scheduled for the next day, due to 95-99% left main disease. During carotid stenting, the pt had some nausea, and episode of chest tightness associated with st depression and a drop in blood pressure and oxygen saturation. The symptoms were felt to represent coronary ischemia and responded to medical therapy with nitrates and oxygen. After the stenting procedure, the pt developed hypotension and bradycardia. An intra-aortic balloon pump was inserted and the pt was taken for emergent CABG. On post-op day 2, the pt developed acute renal failure from severe hemodynamic insult-hypotension secondary to cardiogenic shock, right-sided heart failure, a new infarct, respiratory failure and metabolic acidosis and expired the same evening. No add'l info available.

Manufacturer narrative:
Study.